Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. It was reported the device was turned on again and worked fine. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The log did show the occurrence of the device shutting down after only one low battery alarm. The log shows no evidence of any associated errors or battery communication issues. The device was put through extensive troubleshooting without duplicating the reported malfunction. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.